Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as rubbing on an incision from a previous procedure causing the incision to become open and bleed as well as some indentations in skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses applied patches on the open area for the skin irritation. Follow up indicated that the skin irritation improved.